Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the black support piece above the golden ring was released and fell into the pat's cavity. The piece was identified and removed. This happened quickly after removing the bag. No tissue loos. No tissue damage. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.